Event description:
Dealer called stating that the handgrips and arm pads on the 8115-t tall adult crutches are allegedly coming apart. Replacement parts on warranty order #(B)(4). Malfunction has not been confirmed. No injury alleged.